Event description:
The patient felt pain after the surgery was finished 10 months later. According to the x-ray, the screw was fractured.

Manufacturer narrative:
A second screw with the lot number a94277 was also listed with this complaint. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.